Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone (concentration 10mg/ml; dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and degenerative disc disease. Approximately (B)(6) 2015 the patient was incarcerated for 5 months and the pump reservoir had been empty for approximately 5 months. The event was discovered during patient in-office follow up. Diagnostics, troubleshooting, and interventions were unknown. It was indicated that the doctor's office would probably refer the patient out for a pump replacement. The event was resolved. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.